Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: the distal tip was torn radially. The provided CT data shows supportive right-sided femoral access anatomy. Dimensions adequate for a 14f sheath, no tortuosity and no calcification of the access site, and iliac-femoral artery. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The reported event for difficulty advancing through sheath and sheath distal tip torn were confirmed per evaluation of the provided imagery. Available information suggests that procedural factors (variability in tip expansion) likely contributed to the event. This event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Improper tip expansion may increase resistance during the advancement of the delivery system near the distal tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported, it was a 23mm sapien 3 ultra transcatheter heart valve implant in aortic position by right transfemoral approach. During procedure, moderate resistance was felt while pushing the commander delivery system crimped valve trough the final part of the esheath+ (the small radiopaque ring at the tip). The introducer was damaged (photo attached). The valve presented no problems and was successfully implanted. No patient injury occurred and patient was stable post-procedure. As per pictures provided, a esheath+ distal tip torn could be observed.